Manufacturer narrative:
Bci hotline assisted the customer in manually draining liquid from reaction cup and removing and drying sensor and port. The customer was wearing personal protective equipment (ppe).bci hotline also had the customer re-seat the sensor and home system. No leaks were observed.service was not requested as the issue was resolved through troubleshooting (ts).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking around the lx accusense glucose oxygen sensor after replacing it in the unicel dxc 600 synchron chemistry analyzer.no fumes were produced. Customer was not harmed nor needed medical treatment from the exposure to the leakage.